Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on both sides of the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. Do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the paroxysml atrial fibrillation, there was st elevation from air ingress which self resolved. The sheath was prepared with the non-abbott dilator (boston versacross) and following proper protocol for aspiration, the sheath and non-abbott dilator (boston versacross) were introduced into the patient. After proceeding transseptal without complication, the non-abbott dilator (boston versacross) and transseptal wire were removed from the patient. Another flush/aspiration was performed before inserting the mapping catheter. Before the mapping catheter was fully inserted, st elevation was noted. This was confirmed on a 12 lead EKG. St elevation was monitored, and within five minutes subsided without any intervention. The pulmonary vein isolation was proceeded with no abnormalities noted the rest of the procedure. The patient was discharged later that day with no complication.

Event description:
During the paroxysml atrial fibrillation, there was st elevation which self resolved. The sheath was prepared with the non-abbott dilator (boston versacross) and following proper protocol for aspiration, the sheath and non-abbott dilator (boston versacross) were introduced into the patient. After proceeding transseptal without complication, the non-abbott dilator (boston versacross) and transseptal wire were removed from the patient. Another flush/aspiration was performed before inserting the mapping catheter. Before the mapping catheter was fully inserted, st elevation was noted. This was confirmed on a 12 lead EKG. St elevation was monitored, and within five minutes subsided without any intervention. The pulmonary vein isolation was proceeded with no abnormalities noted the rest of the procedure. The patient was discharged later that day with no complication.